Event description:
It was reported that insulin squirted out of the insulin pump after the customer had released the act button. The blood glucose reading was 187 mg/dl. The customer stated that she was unable to rewind because she received a message stating maximum filled. She had previously assembled an infusion set, then found insulin squirting out, and decided to change the infusion set again. With the new infusion set, she reported receiving a maximum filled message without any drops of insulin. She reported that she had tissue underneath. She found that her reservoir was empty during the no delivery alarm but stated that she had over 10 units of insulin. Troubleshooting could not be completed due to lack of a new reservoir. She was advised to call back once she received the reservoirs in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.